Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed via a merlin.net transmission. The device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.